Event description:
It was reported that the subject device had no power to the entire equipment trolley, after switched it on, the fuse blew. Flash fire smoke came out of the processor. The issue was found during set up and inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.